Event description:
Bvi complaint (B)(4). Bvi received a complaint from cardinal health referencing number (B)(4) verbatim, "surgeon was injecting some fluid in the eye to help close the incision when the cannula flew off and caused damage to the pt's eye." Bvi became aware of this complaint on (B)(6) 2012. A call to cardinal health was made on (B)(6) 2012 to attempt to gain more info around the incident and ask permission to contact their customer. A call to their customer was made on (B)(6) 2012 but could only leave a message asking for a return call. The pt's condition is unk and no sample or lot number could be provided at the time of this report. Further investigation will be conducted and a f/u report will be filed on or before (B)(6) 2012.